Manufacturer narrative:
Device evaluation: the explanted device was returned assembled with driveline cut approximately 2.5 inches from the pump housing. Upon disassembly of the returned pump, examination of the proximal-side of the outlet stator revealed a large, non-adhered, non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not initially form at this location. However, its denaturation and the circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor, indicate that the deposition was in the outlet stator for an extended period of time while the pump was operating. The remaining pump blood-contacting surfaces were free of any adhered thrombus or deposition. The deposition found in the pump could have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level. The thrombus formations would have also potentially created additional resistance on the spinning rotor, contributing to the reported pump power elevations captured in the submitted system controller log file. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2016, it was reported that the patient was admitted to hospital with suspicion of pump thrombosis. The treatment included increased anticoagulation with heparin, fraxiparine and phenprocoumon without improvement of status. Elevated pump powers were observed and on (B)(6) 2016, intermittent pump stoppage events were observed. The patient underwent a pump exchange on (B)(6) 2016. No further information was provided.